Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The initial MDR was added inadvertently. Quality engineering has determined that the reported problem code for this complaint is more accurately captured in c.028 case/housing than c.055 hardware - broken/damaged. This complaint is non-reportable. Further action will be completed should additional information be acquired.

Event description:
The facility reported a colleague infusion pump with a damaged case. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.